Event description:
It was reported that during a total hip revision procedure the patient experienced blood loss of 1000 ml.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.